Manufacturer narrative:
A supplemental MDR is being submitted for additional information from information received during a follow up. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h10. The previous investigation results will be updated per additional information received, therefore the investigation is ongoing.

Event description:
As reported by our french affiliates, during an implant of a 26mm sapien 3 ultra valve in mitral position within a pre-existing non-edwards device, while trying to advance the commander into the left ventricle, a left atrium rupture occurred. Due to the impossibility to progress to the mitral valve, the multiple moves caused this rupture of the left atrium. Only the wire crossed the pre-existing valve, the nose of commander got stuck into a calcified leaflet. A cardiocentesis was performed along with a blood transfusion, however, the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system (s3/s3u, valve-in-valve), ce IFU was reviewed as well as the procedural training manual. Potential adverse events include 'cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as no applicable procedural imagery was provided for evaluation. In this case, there was no allegation that a device malfunction contributed to the reported event. A review of the IFU and training manuals also revealed no deficiencies. As reported, 'trying to advance de commander into the left ventricle, a left atrium rupture occurred. Due to the impossibility to progress to the mitral valve, the multiple moves caused this rupture of the left atrium. Only a wire has crossed the pre-existing valve, the nose of commander got stuck into a calcified leaflet. (') the patient was frail and presented a small atrium and ventricle'. Per the training manual, 'heavy calcification' is one of the potential factors that can lead to crossing difficulty. In addition, patient had a small atrium. The limited space in left atrium may increase the possibility of interaction between the device and anatomy, leading to crossing difficulty. In this case, it is possible that the delivery system nose tip and/or the crimped valve interacted or caught on the calcium nodules present in the pre-existing valve leaflets during crossing, resulting in the reported crossing inability. As such, available information suggests that patient factors (calcification/small atrium) may have contributed to the reported inability to cross pre-existing bio-prosthesis. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by our french affiliates, during an implant of a 26mm sapien 3 ultra valve in mitral position within a pre-existing non-edwards device, while trying to advance the commander into the left ventricle, a left atrium rupture occurred. Due to the impossibility to progress to the mitral valve, the multiple moves caused this rupture of the left atrium. A cardiocentesis was performed along with a blood transfusion, however, the patient expired.